Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the patient was experiencing heating at the neurostimulator (ins) site. Patient stated her husband also felt the area and it felt hot to him as well but only on the bottom part of the battery and not the top. Patient stated the heating started while she was at the movies. Patient read that it was possible to have a reaction to the battery that could cause these symptoms and she was afraid that might be what was happening to her. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the heating at the neurostimulator (ins) site wasn¿t determined. The patient reported that the new unit was causing a burning sensation and some heating. The patient noted that allergy testing started on (B)(6) 2019. No further complications were reported.